Event description:
As reported by edwards implant patient registry, approximately 1 year 9 months post implant of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient's valve was explanted. A surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records review and investigation. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Medical records were provided for review. Additional information received via medical records indicated the patient had a positive blood culture for e. Faecalis bacteremia. An echocardiogram showed an aortic prosthesis with annular abscess, suggestive of infective vegetations. There was no paravalvular leak (pvl). Approximately 1 year 9 months post implant, the patient underwent an explant of the sapien 3 ultra valve, aortic valve replacement (avr), and mitral valve replacement (mvr). The sapien 3 ultra valve was noted to be stenotic due to infectious vegetations and calcium. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification was confirmed based on medical records review. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances. It was identified that the proper manufacturing mitigations have been implemented. As reported, 'approximately 1 year 9 months post implant, the patient underwent an explant of the sapien 3' and 'the sapien 3 ultra valve was noted to be stenotic with infectious vegetations and calcium.' As noted in the medical records, the patient had a history of aortic stenosis, coronary artery disease, and hyperlipidemia (high cholesterol). It is well known that patients with pre-existing co-morbidities and prior history of stenosis of the native valve may be predisposed to bioprosthetic calcification. Hyperlipidemia can also be a risk factor for calcification due to elevated cholesterol/lipoproteins being implicated in the vascular calcification process. In this case, available information suggests that patient factors (hyperlipidemia, pre-existing co-morbidities) may have contributed to the reported event of valve calcification. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection that occurs elsewhere in the body and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. According to the literature review, and as documented in a technical summary written by edwards lifesciences, the major microbial difference between late and early pve is the higher incidence of streptococcal organisms. Late pve resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia. By 60 days, implanted valves will be endothelialized, so that a larger inoculum may be required to cause late compared with early pve. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate e. Faecalis bacteremia caused or contributed to this event. Additionally, the endocarditis occurred more than 60 days post implant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.